Event description:
It has been reported that the customer's last several sensors have experienced false threshold suspends while he was sleeping. His blood glucose was 120 mg/dl at the time of reporting. He was advised to calibrate his sensors at times when he is not experiencing large fluctuations in his blood glucose levels and to ensure that the sensors are attached to his body securely. Customer was advised that he would receive replacement sensors. No additional information was reported.

Manufacturer narrative:
Reliability analysis completed on 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.